Event description:
Healthcare professional reported left side textured to smooth implant exchange and late seroma. The device has been explanted and replaced.

Manufacturer narrative:
Initial reporter -- alternate fax: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion and white particles calcification -like in device outer surface. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified one opening striated. Based on the device analysis the final assessment is: one opening striated in the side anterior assessed as surgical damage. The event of seroma - late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: seroma.